Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a ruptured iliac aneurysm. It was reported that the pt presented with a ruptured iliac aneurysm and the physician elected to treat the pt with an endovascular approach. It was reported 6 days post stent graft implant the contralateral iliac limb occluded. The physician elected to treat the pt by performing a femoral to femoral bypass conversion. The physician believes that the occluded vessel was due to the rupturing of the iliac artery, there was no perfusion down the iliac artery. No add'l clinical sequelae were reported and the pt is fine.